Event description:
It was reported the atrial pacing display is missing led (light emitting diode) segments. The device was returned for repair and ca libration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; main printed circuit board assembly found out of specification. Analysis also found the upper case, lower case and both bail covers were broken. (B)(4).